Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device is unable to recognize a shockable rhythm when in AED mode. The device was able to deliver energy in manual mode.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device is unable to recognize a shockable rhythm when in AED mode. The device was able to deliver energy in manual mode.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to integrated circuit, designator u22, on the analog pcb assembly was out of tolerance causing the device not to recognize a shockable ECG rhythm and display a flat line trace.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device is unable to recognize a shockable rhythm when in AED mode. The device was able to deliver energy in manual mode.